Event description:
The following based off a review of the pt's medical records provided to davol by the pt's atty. On (B)(6) 1999, pt implanted with a "marsilene" flat mesh (#1) and an unspecified fascial bladder sling. Two months post-op the pt was noted to have anterior mesh erosion. On (B)(6) 2000, the pt underwent partial explant of the flat mesh (#1) and implant of a non-bard/non-davol graft to reinforce the area. Two months post-op the bard flat mesh (#1) was still palpable. On (B)(6) 2001, the pt underwent a partial explant mesh (#1). A non-davol/non-bard graft was also implanted. Two months later, during the pt's f/u the pt presented with vaginal bleeding. The flat mesh (#1) could be seen and removed with no pain to the pt. On (B)(6) 2002, the pt underwent add'l pelvic repair. Operative dictation indicated that two pieces of "marlex" mesh (#2, #3) were implanted. A non-bard/non-davol mesh was also implanted. On (B)(6) 2008, the pt underwent explant of "marlex mesh (#2) and implant of an autologous sling. On (B)(6) 2009, the pt underwent a small bowel resection caused by cecal volvus.

Manufacturer narrative:
Based off the medical records provided, the pt underwent multiple surgical interventions and explant of the bard flat mesh devices implanted. Due to the pt's multiple past dissections, manipulations and parity, the pt's pelvic anatomy and reproductive organs were displaced and compromised. Based off the info provided and the pt's extensive previous surgical and medical history, it is unk to what degree the bard flat mesh may have caused or contributed to the issues experienced after the initial implants. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2014-00282 for info related to the other bard flat mesh implanted on (B)(6) 1999. See MDR 1213643-2014-00281 for info related to the other bard flat mesh implanted on (B)(6) 2002.